Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual evaluation of the sample a crease was noted in the anterior and other in the posterior view. Within crease in the posterior view a tear was noted, measuring approximately less than 0.1 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with two 600cc mentor memorygel breast implants, suffered right breast firmness and underwent bilateral implant explantation on (B)(6) 2019. During the surgery, the left breast implant was found to be ruptured. As a result, the patient underwent bilateral replacement with two non-mentor devices. This medwatch form is for the left breast prosthesis.